Manufacturer narrative:
Covidien reference: (B)(4). The returned tamura power supply was reported to have generated a loss of communication diagnostic message. The power supply was investigated and determined to be part of the power supply field action. The reported failure was verified.

Event description:
It was reported that during patient use, a ventilator generated a loss of communication diagnostic message. The patient was not harmed as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power supply. The cse performed extended self-testing on the device and all tests passed.